Manufacturer narrative:
(B) (4).

Event description:
Same case as MFR #: 2134265-2010-02815. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure a guide wire detachment occurred. During platforming of the 325cm rotawire guide wire outside the body, the rotawire detached. The procedure was completed with a different device. There were no patient complications reported and the patient's current status is good.

Event description:
Same case as MFR #: 2134265-2010-02815. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire detachment occurred. During platforming of the 325cm rotawire guide wire outside the body, the rotawire detached. The procedure was completed with a different device. There were no patient complications reported and the patient's current status is good.

Manufacturer narrative:
Device evaluated by MFR: the rotawire guide wire was received in two segments. Sem fracture analysis revealed the fracture site exhibited evidence of multi-directional elongated dimple ruptures in a bending/torsional direction as a result of burr induced circumferential surface wear. Eds analysis of the circumferential wear region yielded the presence of copper and zinc. No other material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user error. The dfu states: 'do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/ tip separation that may result in perforation, dissection, embolism myocardial infarction and in rare cases death. The rotawire guide wire has an expected functional time of 5 minutes. Do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guide wire. Gently advance or retract the burr while it is in high-speed rotary motion. In instances when long ablation runs are required particularly in calcified, angulated lesions-reposition the guide wire to expose a previously unused segment or exchange the guide wire to prevent damage.' (B)(4).